Manufacturer narrative:
A review of the instrument log for the cadiere forceps (part #470049-06 / lot # n11200121-0077 ) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4) , with 9 lives remaining. No image or video clip for the reported event was submitted for review. Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument was caught on the system arm and a cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information. However, the customer stated that no further details were available.